Event description:
It was reported to philips healthcare that the heartstart xl+ failed to power up/start up in normal mode. The device would display an equipment disabled error message. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.